Manufacturer narrative:
The device was received for evaluation. Significant corrosion was observed on the internal components of the device, resulting in low batteries and data loss. As a result, the presence of the reported alarm could not be determined. No leaks or housing damages were observed that could be identified as the root cause of the observed corrosion. The cause of the observed corrosion could not be determined, and it is unknown if there is any correlation between the observed corrosion and reported hazard alarm. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone 15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a pod error occurred and the patient¿s blood glucose rose to 280 mg/dl between 4 and 24 hours of wearing the pod. After removing the pod from their arm, the device started alarming. The device evaluation found internal corrosion.